Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: low test results. Abbott field service engineer was dispatched to the account and replaced a partially obstructed probe and leaking syringe. The analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The operations manual provides information to address the current customer issue. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified. (B)(6).

Event description:
The customer observed discrepant patient hemoglobin (hgb) generated using the cell-dyn ruby analyzer in open mode. The following data was provided in g/dl. Patient 1: sid (B)(6) initial and duplicate repeat = 5.5. Sid (B)(6) (redrawn) 9.1, 9.0, 9.1. No impact to patient management was reported.